Event description:
It was reported that about two days after the implant procedure, the left ventricular lead dislodged. The physician noted it was due to patient non-compliance (arm movement.) The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.